Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a yellow wrench alarm and the mobile power unit (mpu) not functioning as intended was unable to be confirmed. The mobile power unit (mpu) (serial number (B)(6) was not returned for analysis. Log files were not submitted for review. Provided information revealed that the mpu was taken out of service. Multiple attempts were made to obtain additional information from the customer regarding the event (return status of the product); however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook, rev. D, section 5 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their mpu, including yellow wrench alarms and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. D section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. The heartmate 3 patient handbook, rev. D, section entitled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a yellow wrench alarm and the mobile power unit (mpu) not functioning as intended was confirmed via testing of the returned unit. The mpu was powered on a constant alarm tone was active that would not be silenced. The issue was isolated to the patient cable. The patient cable was replaced and the mpu functioned as intended. The unit was then functionally tested and passed all tests. The serviced and repaired mpu was returned to the customer site after passing all tests per procedure. The mpu patient cable was forwarded to the product performance engineering (ppe) group for further analysis. The patient cable was connected to a known working test fixture, with a test controller and mock circulatory loop was connected, and when the cable was manipulated, an echoed alarm was noted without the system controller activating an alarm. The mpu was able to support a mock circulatory loop for an extended duration without interruption despite audible alarms. The internal resistances of the underlying wires in the cable were measured, and all wires were within specification. The wires were insulation tested, and it was found that the red wire (echo) was shorted to shield. The red wire is responsible for echoing alarms from the controller; the observed damage would cause the reported event. In addition, the yellow (15 vcc power) wire, was also found too short to shield. Log files were not submitted for review. Provided information revealed that the mpu was taken out of service. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was determined to be a shorted red (echo) wire on the mpu patient cable. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The heartmate 3 lvas IFU (rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. Additionally, these sections caution the user to keep the equipment away from any water or liquid, as it may fail to operate. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including connect to power and low power alarms. The heartmate 3 lvas IFU (rev. D) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook (rev. A) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. The heartmate 3 patient handbook (rev. A) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was not working and showed a yellow wrench advisory alarm. The mpu was taken out of service.